Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the video system center exhibited no image due to a defective printed circuit board, and the light-emitting diode (led) on the front panel was glowing continuously due to a defective converter unit. There were no reports of patient involvement.